Event description:
It was reported that the implantable neurostimulator (ins) was ¿impossible to screw.¿ the ins was not implanted and replaced.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.